Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator failed to alarm when the device was disconnected. The device was in clinical use when the issue occurred. No patient or user harm reported. The rse noted that respiratory therapy contact had reported that the device did not alarm when the patient tubing was disconnected. The service engineer (se) reported that a performance verification test was performed, and all the alarms were responding to every test that was performed. The se then noted that a test lung was removed, and that there was a 10 second delay before the alarm was triggered. The se noted that the delay was normal for the device. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.